Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. ¿ the additional reported effects/ malfunctions are included in a separate medwatch report.

Event description:
It was reported that a patient presented with grade 3+ mixed mitral regurgitation (mr), long posterior leaflet, a small and short septum, and a small fossa for a mitraclip procedure. There were some challenges with imaging due to shadowing from the small fossa. There were challenges with grasping due to the long posterior leaflet. The clip passed all establish final arm angle (efaa) assessments. The clip was fully deployed and after some time passed the clip relaxed. The clip was initially fully closed and relaxed to 5 degrees. The clip was stable, but the mr increased very slightly. The v-wave went up a little and that is how clip settling was detected. The post mr grade was initially 1+, but slightly increased to grade 2 after settling. There was no adverse patient effect. The patient was discharged.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed the reported unintended movement (clip opening while locked) appears to be related to normal function of the device and due to settling of the clip and slightly thicker leaflet. The reported difficult or delayed positioning associated with leaflet grasping per the account is related to the long posterior leaflet. Image resolution poor is related to patient and procedural conditions as some challenges with imaging due to shadowing from the small fossa were reported by the account. There is no indication of a product issue with respect to manufacture, design, or labeling.